Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alert less than 30 minutes after a battery change. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller was advised that the insulin pump experienced an unexpected restart. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing. However, detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior; after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the insulin pump was monitored and functioned properly. The insulin pump was received with operating currents within specifications and no unexpected replace battery now alarms, unexpected restarting, powering off, or setting changing to airplane mode noted. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected post-reset ram crc alarm, history pointers are corrupted error or trace pointers are invalid error alarms were noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.